Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the battery, bottom plate, cover and because it did not pass the safety test earth resistance is over the passing range and the power filter was also worn out. During intuvie functional testing the alleged failure of the battery was not holding charge was not confirmed. The battery passed the post burn-in battery check with a charge level of 1114. There was structural damage to the back plate and the pump housing module. Serial number label was damaged. The root cause of the back plate, pump housing module, and serial number damage cannot be determined through failure analysis at this time. The software version is 4.1.07z which is a software version that is part of the recall for buggy air-in-line sensor. The air-in-line sensor failed to detect an inch-long air bubble. The root cause has been determined to be a faulty software version, in this instance 4.1.07z. The ground resistance test was conducted again using alligator clips. It was found that the ground resistance test failed at 0.449 ohms. It was also found that the power filter module was loose when unplugging the power cord from the device. The likely root cause of the loose power filter is component failure. The alleged failures of pump cover damage, ground resistance test failure, and power filter module damage were confirmed. The alleged failure of bottom plate damage was not confirmed. The pump is not performing to specification. The pump will be transferred to servicing, and the root causes of these functional failures will be determined definitively through servicing. Reference to complaint #(B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the battery, bottom plate, cover and because it did not pass the safety test earth resistance is over the passing range and the power filter was also worn out. No patient involvement was reported.